Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported an electric car interaction. Additional information received reported the patient calls to find out whether there was interference with a fully electric vehicle. They had 2 consecutive discomforts after trips in the vehicle.